Manufacturer narrative:
Patient age at time of event: 18 years or older. Initial reporter address: (B)(6).

Event description:
It was reported that the catheter was fractured. The 90% stenosed, 5mmx1.5mm target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, it was noted that the catheter was fractured, and the procedure was completed with another of the same device. No complications reported and patient was stable.

Event description:
It was reported that the catheter was fractured. The 90% stenosed, 5mmx1.5mm target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, it was noted that the catheter was fractured, and the procedure was completed with another of the same device. No complications reported and patient was stable. It was further reported that the fracture was noted 15cm from the hub and that pre dilation to the lesion occurred prior to use of the device.

Manufacturer narrative:
A2. Age at time of event- 18 years or older. E1. Initial reporter address 1- (B)(6).

Event description:
It was reported that the catheter was fractured. The 90% stenosed, 5mmx1.5mm target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, it was noted that the catheter was fractured, and the procedure was completed with another of the same device. No complications reported and patient was stable. It was further reported that the fracture was noted 15cm from the hub and that pre dilation to the lesion occurred prior to use of the device.

Manufacturer narrative:
D4. Lot number and expiration date updated a2. Age at time of event- 18 years or older. E1. Initial reporter address 1- (B)(6). Device evaluated by manufacturer: returned product consisted of an incomplete guidezilla ii 6f guide extension catheter from bsc batch 29107853. The device was visually and microscopically examined. There was full shaft separation at the collar. The shaft end of the separation failed to return for further analysis of the device. The hub, hypotube and collar of the device presented no damage or irregularity. Product analysis confirmed the reported break as the shaft of the device was fully separated and failed to return for further analysis. The damage found to the device is consistent to damage that can occur during procedural use or post procedure.